Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer stated that they had not been using the device for one week prior to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.